Event description:
It was reported that the ilet user experienced an infusion set connection issue during a supply change when the connector adapter was not locked into the pump before priming. Customer care guided the user through the correct procedure, resulting in a successful supply change with no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education on correct infusion set connection and priming steps. Investigation of this case revealed user handling error consistent with an incorrectly attached infusion set connector, corrected through re-instruction, with the device and infusion set components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup and connection.